Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted h3 other text: device not returned.

Event description:
It was reported, that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer stopped using their pump and consulted with their healthcare provider about diabetes management. No additional patient or event information was available.